Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the patient was using their sister¿s lawnmower last year and within 20 minutes their ins went dead. They reported no issues with the dbs. There were no further complications reported.